Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies occurred during the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. As the user was dissatisfied with the performance of the eversense system, the case was re-escalated in which the next level of support advised the user to re-link the sensor to allow the system to reinitialize and converge faster. The re-link was performed, and the user was advised to continue using the system and enter calibrations as prompted by the system.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.